Event description:
It was reported that the patient experiences a few seizures the day after having their vns device implanted and then after having their device turned on they experienced an increase in seizures. No other relevant information has been received to date.